Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received excessive no delivery alarms as well as low battery alarm. Customer's blood glucose level at the time 400 mg/dl customer stated it was high due to chemotherapy. Customer treated with manual injection. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.